Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 6 months of support on the lvad, the patient was readmitted due to severe right ventricular (rv) failure. Changes in labs were noted along with elevations in pump power. The hospital subsequently replaced the patient's pump with another MFR's device due to suspected thrombus.